Manufacturer narrative:
Investigation summary: one opened 31g x 5mm pen needle sample with shield was returned from lot. No. 6202996, cat. No. 320632. Visual examination was carried out on the returned sample and a broken patient end of cannula was observed. Indentation marks on the hub and a hole in the shield was also observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. Root cause description: root cause of this issue was incorrect loading of the shield to the hub at the shielding station. Rationale: (B)(4) was raised to address this issue.

Event description:
It was reported that the bd micro-fine¿ pen needle broke off in the patient's stomach during use; however, no medical intervention was reported.